Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in follow-up clinic for generator replacement. The ventricular lead exhibited high capture threshold. The physician elected to cap and replace the lead during generator replacement on (B)(6) 2021. Patient was in stable condition.